Event description:
It was reported the single use 3-lumen sphincterotome v had a broken knife wire. The issue was discovered during a therapeutic procedure. The high-frequency output was at the proper value. The procedure was completed by replacing the device with another. There was no report of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital, (B)(6) foundation the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the broken portion was scorched and melted. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the subject device was energized. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome v had a broken knife wire. The issue was discovered during a therapeutic procedure. The high-frequency output was at the proper value. The procedure was completed by replacing the device with another. There was no report of patient harm.